Manufacturer narrative:
The customer reported that a death occurred, however the device was not being used on the patient at the time. Although the unit was not returned, an evaluation of the unit was conducted by a masimo representative at the customer's preferred site. The functionality of the unit was tested and it appeared to be functioning as designed. The trend download was provided to the requestor.

Event description:
It was reported by the customer that "the (B)(6) has requested that the equipment be tested to see whether it is operating properly, and that any information from the unit be downloaded, in connection with an investigation being conducted by the (B)(6)."